Event description:
It was reported a patient's atrial lead presented with oversensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. During explant the stylet could not be fully inserted into the lead, it was stuck and could not be inserted any further. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: "contamination of device ingredient or reagent" code should not have been included in the previous report.

Event description:
Related manufacturer reference number: 2017865-2021-29154it was reported a patient's atrial lead presented with oversensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. During explant the stylet could not be fully inserted into the lead, it was stuck and could not be inserted any further. Also during the procedure, the implantable cardioverter defibrillator (ICD) header was found to have blood in the right ventricular and left ventricular connector port. The ICD was explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b5, d10, g3, h2, h6.

Manufacturer narrative:
External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil, which confirmed the reported event of noise. The cause of the reported event of stylet could not be inserted was isolated to the inner coil being clogged with blood.